Event description:
Problem: microlife bluetooth blood pressure monitor [model # bp3gy1-2n, lot no: 2010314497] readings are higher than correct values [as cross checked on other instruments]. The error magnitude ranges from 5 - 30 mg hg for systolic readings and less for diastolic readings. These errors do not appear to occur on every use, the error magnitude is not consistent from one reading to the next, and the error is often, though not always reflected in immediate repetition of the measurement. The device was purchased on (B)(6) 2021. The unit was purchased to replace our older manually inflated lifesource model ua-704 device. Unexpectedly high readings were noticed almost immediately, and discrepancy was observed when measurements were repeated with the lifesource device. While in our doctor's office on (B)(4) 2021 for our second covid-19 vaccination, the discrepancy was again noted in immediate comparison with the results from the doctor's device, which had recently been calibrated and certified. FDA safety report ID# (B)(4).